Event description:
The report received from the affiliate indicated that the patient was included in a clinical study. The patient had two (2) cypher stents implanted in the proximal circumflex (cx) target lesion: a 3.0 x 33 mm and a 3.0 x 18 mm in overlapping fashion, and a cypher 3.5 x 23 mm stent in the proximal left anterior descending (lad) target lesion. Approx. Twenty-two and one-half months (22 1/2) after the index procedure, the patient developed angina pectoris and went to the hospital. Coronary angiography was done three (3) days later. Thrombus was observed in the 3.0 x 33 mm cypher stent implanted in the proximal cx and an in stent restenosis (isr) was observed in the cypher 3.5 x 23 mm stent implanted in the proximal lad. An additional stenosis was observed in the sa node artery. The very late thrombosis and the isr were treated three (3) days later by coronary artery bypass graft (CABG) surgery for the three lesions mentioned. Seventeen (17) days later, the patient was reported to have recovered and was discharged from the hospital. The physician's comment regarding the possible cause of the thrombotic event was that it might be due to a side effect of the steroid the patient was taking for rheumatoid arthritis and because the patient's diabetes had worsened.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2007-01827 and # 9616099-2007-01828.